Manufacturer narrative:
This report was initially submitted via (B) (4) on 7/10/2007, but the FDA does not show receiving the report. Device evaluation anticipated but not yet begun.

Event description:
Noise was observed during follow-up. The noise was not reproducible with any body movements. The decision was made to replace the lead and ICD. During extraction of the lead, lesion was present under the clavicular bone.

Manufacturer narrative:
The reason for the return was confirmed. The reported over sensing was caused by the abraded outer insulation. The metal of the sensing cable was exposed.

Event description:
During procedure, the physician released the stent (subject device) and it migrated (location unknown). The physician chose another stent to cover the aneurysm neck; however the second stent was difficult to release. After several attempts to release the stent a hemorrhage was noted. The procedure was aborted and the patient underwent surgical clipping instead.